Manufacturer narrative:
A2: sex: female. D1: common device name: gc air women 1.0. D2: procode: gbm. Based on the available information, this event is deemed to be a serious injury. Additional information has been requested however to date no new information has been provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
End user reports "I have been using this catheter since (B)(6) 2023 while awaiting a medical intervention scheduled (B)(6) 2023. This involved self-catheterization 8 to 10 times a day. On thursday (B)(6) 2023, the catheter broke off in my urethra, resulting in an emergency operation with a general anaesthetic the same day to remove the foreign body that had remained inside my urethra. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A batch record review was conducted resulting in the following: we have received photos together with this complaint where the issue is visible ¿ tube of the catheter is disconnected from the funnel. We have also received samples together with this complaint. 37 pcs of samples were received on 19th of december, and they were tested. Tensile test was performed on all received samples. Result of the test: 37 pcs ok. All received samples met the quality specification. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. We have not received any other complaint on the same lot number #3e01871. The batch record review indicates no discrepancies. Minimum cpl value for lot release must be 1,33. Cpl value for claimed lot was above required value, so this criterium has been fulfilled. Cpl value for claimed lot 3e01871 is 2,28. No CAPA actions are required at this stage. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.